Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 400 mg/dl, and was addressed by delivering a bolus, via the pump. Troubleshooting with tandem technical support (cts) revealed a bent infusion set cannula. It was indicated that the customer would replace infusion set site. The customer declined follow-up from cts and to provide infusion set information.